Manufacturer narrative:
Result: left footend load cells.

Event description:
It was reported by service report that the scale was not functioning. No pt involvement or adverse consequences were reported.